Event description:
As reported: "dr. Reports patient had a left total hip done on (B)(6) 2023 and dislocated a couple days ago and would like to change the acetabular cup position. A revision was performed in which all components were removed, cup was repositioned and new implants were replaced. Surgery was performed without incident." Per response: "none of the implants failed mechanically it was the cup position as described by dr. All components were removed and new implants were used."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.